Event description:
A family member of the patient reported the patient had gastric bypass and lost 40 pounds. It was also reported that something was not right where the leads were. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)